Event description:
It was reported that a flogard infusion pump¿s battery would not charge. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review, and battery testing were performed. The customer reported problem of "battery does not charge" was confirmed in the sample evaluation task as a low battery alarm. The cause of the alarm was blown slow blow fuses. The main battery and slow blow fuses were replaced to fix the reported condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.